Event description:
Initial result for a pt ck was 1 u/l. When repeated, the result was 32 u/l. The incorrect result was not used to guide therapy. The field service rep. Was unable to confirm any malfunction of the system.